Event description:
It was reported the patient experiences pain located at the ipg site. The patient had a previous revision (surgery date unknown) but the issue persisted. In turn, surgical intervention may be taken at a later date.